Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom (downstream occlusion did not alarm when it was supposed to). The reported symptom could not reproduced; however, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The downstream sensor was re-calibrated and reworked to correct this condition.

Event description:
It was reported that a spectrum infusion pump did not alarm for a downstream occlusion when it was supposed to. It was also reported that there was no pt involvement.